Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl and 590 mg/dl. The customer also stated that they had symptoms like nausea. The customer was treated with intravenous drip and manual injection. The customer stated that the insulin pump was not working. The customer also stated that they did allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The customer was performed high pressure test and it was passed. The insulin pump will be returned for analysis.